Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Email and first/given name: unknown, not provided the device was not returned for analysis. There was no model/lot/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the pi during laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed